Event description:
Nonin respsense monitors lost calibration sometime in july. One or two of the 5 machines located on the unit are known to be involved. Not sure if this is a use issue versus device failure. Biomedical engineering is investigating. Department is reviewing possible involved patients and the possibility of the need to retest if results impacted treatment options.